Manufacturer narrative:
The insulin pump was received with high idle current due to moisture damage found on interface board. The device had minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported on (B)(6) 2014, the insulin pump had a low battery life. Customer's blood glucose was unknown. No further information reported.